Event description:
It was reported that the patient had not had stimulation in 5 months. The patient had a lumbar MRI approximately 5 months ago, with no adverse event. The patient had not charged the stimulator prior to this and the patient lost stimulation around this time. It was reported that the patient was not compliant and it may have been longer than 5 months. An overdischarge was suspected. Three physician mode recharges (pmr) were performed but were not successful in getting the device started. The patient may have gained some weight and the stimulator was noted to be a little deep in the pocket. A revision was not scheduled but was estimated to be in approximately 3 weeks. An xray was suggested to determine stimulator orientation. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).